Event description:
Report received of a staff member incorrectly attaching the heated wire pigtail to the unused ventilator circuit she had left drapped over the humidifier when changing the pt to a head hood circuit. The temperature probe had been properly put into place. The heated wire electrical adapter was inadvertantly attached to the inspiratory limb of the unused ventilator circuit which was left drapped over the humidifier. The head hood and it's circuit were attached to the humidifier and the infant ventilator provided 100% 02 and 20 ipm in the CPAP mode. A staff member was alerted by the smell of melting plastic. When attending the set up it was stated that sparks and excessive smoke occurred. The pt has been indicated to have suffered no injury nor ill effects. Four staff members were treated in this facility's ER for plastic fume/smoke inhalation.